Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer was failed to login and the system exhibited an error message to close the application. The technical support specialist (tss) verified the medication application log in remote support service and confirmed that the customers were able to login without any issue. Tss confirmed no issue with the device. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the customer was failed to login, and the system exhibited an error message to close the application. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.